Manufacturer narrative:
Follow-up # 1 (02/12/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter, usb cable, and adapter were tested and all passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6), alleging the one touch verio iq meter was prompting the battery icon symbol. It was noted that the battery won't hold its charge. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter was prompting the battery icon symbol. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.